Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was noted that a power on reset (por) occurred on the implantable pulse generator (ipg) during interrogation and the ipg was not pacing or sensing. An ipg replacement was planned. No further patient complications have been reported as a result of this event.